Manufacturer narrative:
Product analysis: calibration issue was confirmed. A keyboard hinge, and various case components were found to be broken. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-06-03: the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to be calibrated. The programmer is expected to be returned for service. There was no patient involvement.